Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: argentina. Estimated the product in reference is (B)(4). We do not have a sample, in our possession, of the product used since the events occurred in (B)(6) and (B)(6) of 2018. These are very high rotation sutures, so we can not individualize the lots used in both patients and we do not have records of the batch number used - only brand and suture model is registered. Diagnosis that determined the use of pm: patient that operated on day (B)(6) for a horse tail syndrome.

Manufacturer narrative:
Samples received: there are no samples available to analyze this case. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Reviewed the complaint history record of the products manufactured with the same thread raw material batches as the used in this product, there are no other complaints in the other products. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.